Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call questions on recall products and low blood glucose. The customer's blood glucose was 47mg/dl at the time of incident. Assisted with review of lot number for the infusion sets affected by the recall. Customer decline to trouble shoot for low blood glucose since already had treated with soda and last blood glucose was at 114mg/dl. The products will not be returned for analysis.